Event description:
A malfunction alarm was reported, indicated by malfunction code 0. There was no adverse impact on the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support provided assistance to the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.